Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l at the time of incident. Blood glucose level at the time of call was 7.8 mmol/l. The customer did not experienced any symptoms of high blood glucose event. The customer was treated low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.